Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780; serial# (B)(6) implanted: (B)(6) 2026. Product type: catheter product ID 8781; serial# (B)(6) implanted: (B)(6) 2026. Product type: catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6) ubd: 13-oct-2027, UDI#: (B)(4) ; product ID: 8781, serial/lot #: (B)(6) ubd: 20-sep-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. It was reported that the patient went into the clinic for a follow-up and reported increased pain/minimal pain relief compared to the first week or two after implant. They looked at his spinal incision and noticed that the anchor was sticking outside of his skin through the incision. There were no environmental, external, or patient factors that may have led or contributed to the issue. There were no diagnostics/troubleshooting performed. A catheter revision was completed to determine where the issue was, causing lack of medication flow, as well as the anchor from the catheter was sticking out through the skin. The exposed anchor was removed and the spinal segment of the catheter was trimmed and replaced. The doctor was still unable to aspirate from the catheter access port (cap) chamber prior to the surgery and was unable to aspirate after the surgery was completed and he did not have cerebrospinal fluid (csf) flow, so he decided to do a dye study. The dye would not flow through the catheter but they were unable to see where the dye would stop. Due to this, he decided to have the patient come back in the next day and continue to try and figure out where the issue was occurring. On (B)(6) 2026, the doctor performed a second surgery. He opened up the spine incision and adjusted the loop of catheter in the pocket. He then accessed the cap and was able to aspirate successfully and also used contrast for a dye study which was also successful. He then tucked the catheter in the spine pocket where the anchor was then aspirated again. He then pushed dye through the catheter a second time to confirm the catheter was patent. The pump and catheter were working and there were no further updates. There were no environmental, external, or patient factors that may have led or contributed to the issue. There were no diagnostics/troubleshooting performed. At the time of this report, the issue was resolved. The hcp had no further information regarding this event.

Event description:
Additional information was received from a patient representative (rep) reporting that a patient had a pain pump as he was currently in treatment for cancer. They were notified on (B)(6) 2026 that he experienced an issue with the pump where it is "leaking from his shirt so where it starts" and he was now at the hospital waiting for the surgeon to return to fix. The patient was already at the hospital and having it fixed.

Manufacturer narrative:
Correction as notified date/aware date of 2026-02-10. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.